Event description:
It was reported that a clearlink continu-flo solution set had ruptured during use with an unknown power injector. There was patient involvement; however no adverse event was associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). As the sample was not available, an evaluation could not be performed. If additional relevant information becomes available, a follow up medwatch will be submitted.